Event description:
It was reported that the ilet user¿s caregiver called to report sustained high blood glucose after the user¿s insulin pump was removed for an MRI without alternative insulin delivery, resulting in a highest reading of 550 mg/dl over approximately 17¿18 hours. Later that night the healthcare provider administered lantus and humalog to correct, and the user reconnected to the ilet two hours after injections when back in range, with no device malfunction indicated and the relevant component identified as the insulin pump. Symptoms included hyperglycemia and confusion/disorientation, along with thirst. Outcomes included a delay to treatment/therapy. Investigation included communication and interviews and analysis of information provided by the user/third party. Investigation of this case revealed no device problem and identified a usage problem related to an improper/incorrect procedure or method when the pump was removed without providing insulin coverage. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.